Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead resulting in far p over-sensing and inappropriate shock. Fluoroscopy confirmed the lead dislodgement. Th lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.